Event description:
It was reported the pt went to emergency room due to intense post-operative pain. It was reported the pt has swelling on both incision sites, nausea, vomiting, constipation, fever, and hot and cold flashes. It was also reported the pt is taking oral antibiotics. Reportedly the pt was to see the physician if she did not feel better, and that appointment was cancelled. The next course of action was undetermined.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.